Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The customer indicated on 02dec2020 that the device was available for return.

Manufacturer narrative:
E4- reported to regulatory agency?: the customer stated that "it has been reported up through hca". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 23nov2020, it was reported that long term ventilation was the indication for placement of the device. No difficulty was experienced in palpating the landmark structures for identifying the proper location for trach placement, or when advancing the 14fr introducer dilator over the wire guide into the patient. A twisting motion was used when advancing the 14 fr. Introducer dilator over the wire guide and into the patient. The bedside tracheostomy procedure was able to be completed with the ciaglia blue rhino percutaneous tracheostomy introducer. A small part of the tip of the dilator was compromised and was found inside the trachea, in which the tip was able to be successfully retrieved from the patient in an additional procedure using bronchoscopy. As of now, no other adverse effect s have been experienced by the patient, nor was hospitalization prolonged due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that a fragment of the 14fr dilator from a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley (c-ptisy-100-hc-g-perc8) from lot 13439838 broke off. No difficulty was felt advancing the dilator. The fragment was able to be retrieved using bronchoscopy. Cook became aware of this event on 02nov2020 upon being notified by medical center of plano. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control, and specifications, as well as a dimensional verification and visual inspection of the returned device, was conducted during the investigation. One 14fr dilator was received for evaluation. Upon visual inspection, deep scratches were noted on the surface of the dilator. No other damage to the device was observed. A dimensional verification found that the device was manufactured within specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the product is safe and effective for its intended use. A review of the device history record (DHR) for lot 13439838 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this device lot. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube. An ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances. Instructions for use 3. ¿note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and rotation may lead to long-term complications 11. Maintaining the wire guide¿s position at the skin level mark, dilate the initial tracheal access site by advancing the short 14 french introducer dilator over the wire guide with a slight twisting motion." Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the event. It is possible that the opening created by the needle closed up enough by the time the dilator was introduced to cause damage to the dilator, but this cannot be confirmed without additional procedural information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter occupation: ICU supervisor. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the introducer dilator of a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley broke off in a patient. The physician was performing a bedside tracheostomy on a nsicu patient when it was noticed on the monitor that a small piece of the device's introducer dilator had broken off in the patient's trachea. After the procedure, the physician attempted to use a bronchoscope and forceps to remove the fragment but was unsuccessful. Another physician was consulted and plans were made to remove the fragment using the "bronchoscope from endo" bedside on (B)(6) 2020. Additional information regarding the patient, device, and event has been requested but is currently unavailable.